Event description:
The customer reported an issue with the pumps touch screen not as responsive, making it difficult to use. There was no adverse impact to the customer's blood glucose level. The customer declined further troubleshooting assistance from the support team, and no additional information or corrective actions were provided.